Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and was extrinsically distorted due to kinking/buckling. Stylet test failed due to both conductors distorted at the time of implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2011. A 4574 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The left ventricular lead was reprogrammed but the diaphragmatic stimulation was not resolved; subsequently, an attempt was made to reposition the lead. The physician was not able, however, to advance a stylet through the lead. The lead was then explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.